Manufacturer narrative:
Inspected 1 opened or used sensor and a performed visual inspection and found sensor needle bent inside sensor hub. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the senor was fractured while in the body and sensor was no longer in the body. No harm requiring medical intervention was reported. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer stated that the inserter was really hard to use. Customer stated that the sensor had change sensor alert and calibration not accepted alert. The sensor will be returned for analysis.